Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported feeling unwell, pain, dizziness and loss of consciousness. The patient was brought to the hospital where a fingerstick was measured at 80 mg/dl while the cgm reading was 180 mg/dl. It was unknown if any treatment had been given before this fingerstick. It was not specified if the patient experienced hypoglycemia or hyperglycemia during the event, but based on the event description, the patient most likely experienced a hypoglycemic event. The patient did not remember any treatment details and the duration of time the patient stayed at the hospital was unknown. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional details or treatment information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.